Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35 lead, (B)(6) 2010; dtba1d1 biv ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the short interval counts (sic) had increased by 30 in 3 days due to oversensing on the right ventricular (rv) lead. The ventricular sensing was reprogrammed, the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.